Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported no disposable alarm with 100 milliliters with flow stop. Reports that the cassette was placed on the pump (B)(6) 2022 and began alarming approximately eighteen hours later. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.